Manufacturer narrative:
Pump error alarm noted in the pump history and critical pump error (open book image) due to moisture damage force sensor. The insulin pump was received with cracked case at corner of the belt clip rails.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 202mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.